Event description:
The device was used during a hysterectomy procedure. Reportedly, the staples were missing. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
10/20/1997-medwatch report not received by manufacturer. Submission of initial report to FDA by mfg.